Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen cracked due to the customer leaning against the pump. Additionally, it was reported that the pump touchscreen had "ink blots" after the screen was cracked. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had insulin pens as alternate insulin therapy.